Manufacturer narrative:
The technician isolated the issue to a faulty emergency trend valve. He replaced trend valve to repair the bed.

Event description:
Info received indicates the emergency trend is not working when the foot pedal is activated.